Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula instrument had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-up to attempt to obtain additional information related to the event. However, as of the date of this report, no further details have been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. Fa found the primary finding of could not reproduce - did not match with the complaint description to be related to the customer reported complaint. Visual inspection was performed and no damage to the distal tip was observed. No broken tip or missing material is observed. Additional observations not reported by the site were also identified. The permanent cautery spatula instrument was found to have a broken pitch cable at the distal clevis hub and the broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and device design. The permanent cautery spatula instrument was found to have mechanical indentations on the proximal clevis and the root cause of this failure is attributed to mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.112¿ - 0.130 in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the permanent cautery spatula (470184-13/n10190515-0058) associated with this event has been performed. Per logs, the permanent cautery spatula was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the failure analysis findings. A permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.